Manufacturer narrative:
The site declined to provide patient information, per (B)(6) privacy laws. Device lot number not available. Device manufacturing date is dependent on lot number, therefore, unavailable. A medtronic representative, following-up at the site, visited the facility for inspection and observed the reported incident. After replacing the device with another one, normal device operation was confirmed. The device was used for the subsequent procedures without any issues - return of the probe requested. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported the tip of the site's pedicle probe was determined to be bent by visual inspection during the preparation for a spine procedure. The surgeon opted to continue and patient verification was successfully made.

Manufacturer narrative:
Medtronic investigation of returned suspect device finds that the tip of the probe is only slightly bent. With markers attached and fully seated, the probe returned good geometry error and slightly elevated divot error. The probe was still able to verify. The reported event was confirmed to be caused by physical damage to the instrument tip most likely due to misuse. As previously reported the instrument was replaced to resolve the issue.

Manufacturer narrative:
Lot number and device manufacture date provided.correction to reprocessed and reused and also sent report to FDA? Fields.